Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 10 months post implant, the circulatory support specialist reported that the pt underwent a pump exchange due to suspected thrombus in the pump. The explanted pump will be sent to the manufacturer for evaluation.

Manufacturer narrative:
The explanted pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.